Event description:
The user facility reported that the doctor had right groin access to intervene on a critical limb ischemia (cli). The pt vessel was occluded, the doctor tried to cross a heavy calcified lesion with a .018 command and did not cross, they then escalated to .018 glidewire gold. The glidewire gold entered into lesion however, it would not advance. The doctor removed the gm1831, however the distal tip detached and remained in the lesion. The remaining wire was removed. The doctor attempted to snare and retrieve the distal tip stuck in the occlusion via fem access and alternative distal access, however, was uneventful on each. The remaining distal tip of the gm1831 remained in the patient at the mid pt lesion. The event occurred prior to the terumo representative being in the room. The doctor did intervene elsewhere with shockwave, armada balloons, medtronic drug coated balloon (dcb) in the superficial femoral artery (sfa). They closed with a mynx. The patient will be monitored and did not go to surgery. There was no blood loss. Additional information was received on 17jun2025: the patient was in stable condition. They were going to watch and wait to see how foot wound heals; further intervention may be planned from there if needed, however, not at this time.